Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the last bag safe lock connector became loose resulting in a fluid leak during a peritoneal dialysis (pd) patient¿s pd treatment. The patient contact reported receiving an air detected in cassette alarm during dwell 4 of 4. The patient contact started a stat drain and stated that they would cancel treatment afterwards. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the patient did not contact the clinic regarding this event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the pdrn did not know if the patient had completed treatment. The pdrn stated that they have seen the patient since the event occurred and the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the same cycler with no further issues. The lot number of the safe lock apd connector was unknown.